Manufacturer narrative:
Upon further investigation, the issue occurred during testing which is outside of clinical use and not likely to cause or contribute to a death or serious inquiry. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the device had an alarm message. No further details regarding the alarm are available at this time. The device was not in clinical use at the time of the event. There was no report of patient or user harm.